Manufacturer narrative:
E1: initial reporter number: (B)(6).

Event description:
It was reported material deformation occurred. The over 75% stenosed target lesion was located in the left subclavian ostium and the patient underwent the stenting procedure under local anesthesia. A 8.0x30x135cm express ld stent balloon was selected for use. An 8f guiding catheter was used and placed at the opening of the subclavian artery. A 3m guidewire was selected to cross the lesion and a 5.0 x 30 balloon was used for pre-dilation along the guidewire. The express ld stent was placed along the guidewire. During use, however, it was found that the stent could not cross the lesion, and careful observation revealed that the stent was damaged. A new stent was replaced, and the procedure ended smoothly. Angiography showed good results, and there were no patient complications as a result of this event.

Event description:
It was reported material deformation occurred. The over 75% stenosed target lesion was located in the left subclavian ostium and the patient underwent the stenting procedure under local anesthesia. A 8.0x30x135cm express ld stent balloon was selected for use. An 8f guiding catheter was used and placed at the opening of the subclavian artery. A 3m guidewire was selected to cross the lesion and a 5.0 x 30 balloon was used for pre-dilation along the guidewire. The express ld stent was placed along the guidewire. During use, however, it was found that the stent could not cross the lesion, and careful observation revealed that the stent was damaged. A new stent was replaced, and the procedure ended smoothly. Angiography showed good results, and there were no patient complications as a result of this event. It was further reported that he stenosed target lesion is 85% in severely calcified and non tortuous lesion.

Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: the returned device was received for evaluation. Visual inspection confirmed that the balloon remained tightly wrapped and showed no evidence of exposure to positive pressure. No abnormalities were observed in the balloon material. The stent was found to be properly positioned on the balloon, with no signs of damage or other irregularities. Examination of the device tip revealed no issues. Additionally, both visual and tactile assessments along the full length of the device did not identify any defects or abnormalities. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Risk review: a risk review performed for the express ld stent balloon was completed and confirmed that the event of was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.